Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan found that the endurant limb has retracted up into the left common iliac aneurysm causing a distal type I endoleak. The treatment plan consisted of embolization of the right hypogastric artery and extension of the contralateral limb with a 16-16-124 and a 16-13-199, sealing in the distal right external iliac artery. In addition, the patient had a dissection of the right proximal external iliac artery prior to the intervention. The physician stated that the event was due to disease progression. The end result of the procedure was successful and the type distal type I endoleak and dissection were eliminated. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).